Event description:
It was reported by technical services that a pt called while in drain 0 receiving a drain complication alarm. The pt had drained 650ml/2000ml. The pt reported being released from the hospital for high blood pressure and his last fill was not 2000ml, however the exact fill amount was unknown. The pt bypassed to fill 1 with no complications. During a follow up call with the pt pdrn, it was reported that the pt was hospitalized on 09/04/2013 for peritonitis. The pt's effluent was clear and cell count was low with bacteria. The pt was prescribed antibiotics and is doing fine after treatment. The pt's pdrn stated the pt experienced the drain complication alarm and developed the peritonitis due to the build-up of fibrin in the tubing. Pdrn stated the cycler worked as expected and was unrelated to the peritonitis. Also stated that the cassette was intact and not leaking.

Manufacturer narrative:
Based on the info provided, no device failure has occured. The pt developed peritonitis which was reported to be due to fibrin buildup in tubing. The pt is currently doing well and continues treatment. Medical records have not been provided. The device was not returned to the manufacturer for evaluation. The reported issues of dc drain complication encountered and training the pt how to bypass were addressed during the technical support call. A DHR was performed and confirmed there were no deviations or nonconformance during the manufacturing process.